Event description:
A medwatch was received via the user facility's risk manager who reported that following the insertion of the intraocular lens (iol) into the capsular bag, there was unexpected high pressure produced by the iol injector at the end of the iol insertion, which created zonular dialysis temporally. A small amount of vitreous was also present at the temporal corneal incision and a vitrectomy was performed. The previously inserted iol was cut and removed causing a delay in surgery of 1.5 hours. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There were no other reported complaints for this lot. Additional information was requested by phone, fax and mail on 03/01/2012 and 03/14/2012. A completed questionnaire has not been received. (B)(4).